Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device was activated and there was no energy delivered while device was inside the patient's leg. The harvester was not sure if the issue was from the hemopro device or the extension cable. A replacement hemopro device was connected and the procedure was completed. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: visual inspection showed that the tri-heater assembly and jaw boots are clean with no apparent signs of having been energized. Mechanical and electrical functioning testing was conducted and no non-conformities were found. A functional pre-cautery test using a reference hemopro dc extension cable and hemopro power supply was conducted and no electrical energy was delivered to the tri-heater assembly. Further investigation discovered that the wires were not correctly connected from the pigtail connection to the micro switch terminals. The reported complaint is confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.